Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone all that she wanted an insulin pump replacement. The customer mentioned the insulin pump was probably giving too much insulin but would not confirm that they had a low blood glucose event. Customer's blood glucose level was not reported. The device was not returned.